Event description:
It was reported that the customer was admitted in emergency room on (B)(6) 2022 due to high blood glucose. Customer blood glucose was range from 400 mg/dl to 507 mg/dl. Customer current blood glucose was 398 mg/dl. Customer was treated with insulin drip for high blood glucose. Customer stated symptoms related to high blood glucose that were nausea, vomiting, confusion and weakness. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event, no further complications were reported. Customer will discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.